Event description:
Manufacturer report number: 1627487-2023-05925. It was reported the patient¿s ipg was inoperable, and the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted. On (B)(6) 2023 surgery took place wherein the ipg was replaced, and the lead was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.